Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix did not deploy and when tested outside the patient, the helix was nonfunctioning. A new lead of the same model was successfully placed. The lead is available for evaluation. No adverse patient effects were reported.